Manufacturer narrative:
The initial reporter's phone number: (B)(6). The initial reporter's fax number: (B)(6). The reported event was confirmed ¿ manufacturing related. The product had caused the reported failure. Evaluation and microscopic examination performed observed there was an insect leg was embedded within the catheter shaft at the finished latex layer, while the insect body was located on the outer surface under the coating layer. A review of the manufacturing process indicates that the process is capable of producing of this type of defect. This complaint is confirmed manufacturing related. A potential root cause for this failure mode could be due to operator failed to detect cosmetic defect. The labeling and instructions for use were found to be adequate. A review of the manufacturing process indicates that the process is capable of producing of this type of defect. However, current in-process controls per pfmea are adequate to identify the defect or verify the product integrity. Corrections: d, h this report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that upon visual inspection of the product after opening the tray and prior to patient use, foreign matter resembling an insect was found adhering to and coating the foley catheter.

Manufacturer narrative:
The initial reporter's phone number:(B)(6). The initial reporter's fax number: (B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that upon visual inspection of the product after opening the tray and prior to patient use, foreign matter resembling an insect was found adhering to and coating the foley catheter.